Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red and itchy rash under the rear therapy electrode pads. The patient sought medical advice from a dermatologist. During a follow up, the patient indicated that the skin was healing with use of cortisone ointment.